Manufacturer narrative:
Additional information updated in a2, b1, b2, b3, b5, h6. The manufacturer internal reference number is: (B)(4).

Event description:
As per the information received during follow-up, consumer stated that they wore the contact lenses for approximately eight hours per day and also, they stated that there were no deposits were present on the lenses at the time of wearing, lenses were cleaned each time prior to insertion into the eye. Subsequently, the consumer visited a doctor and was diagnosed with corneal abrasion without foreign body and injury to the conjunctiva in the left eye. The consumer was prescribed moxifloxacin eye drops with unknown duration and frequency. The current status of the consumer eye is symptoms unknown at this time of report.

Manufacturer narrative:
H.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a health care professional on behalf of consumer stating consumer experienced corneal ulcer after wearing contact lens. No more further information is provided or available regarding the medical intervention or if any treatment is received. The current status of the consumer¿s eye is symptoms unknown at the time of the report. Additional information has been requested but not yet received.